Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the pump alarm history showed no call service 128-fxxx alarms. There were multiple replace battery alarms observed in black box and alarm history. The pump¿s voltage was not low at time of alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side. There was corrosion observed inside of the battery compartment. A leak test was performed and a battery compartment leak was found. The pump¿s current draws measured within required specifications. The pump case was removed and there was moisture damage found on the printed circuit board (pcb). The complaint of a call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (B)(4) issue. It was reported that the pump emitted multiple 128 replace battery code alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.